Event description:
#Medwatcher #(B)(4). From the moment of insertion, I was in unbearable pain which radiated into my legs, followed by a weight loss of 40 pounds, headaches, body aches, loss of appetite, irregular painful periods, skin deterioration (dryness, inexplicable rashes and bumps, acne) and other symptoms throughout the body that were extremely painful. The pain worsened over a period of 14 months until I ultimately had to have a hysterectomy on (B)(6) 2014 where immediately when I came to, all the pain was gone.